Manufacturer narrative:
Date of event: exact date unknown, event occurred shortly after the implant procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7074254.

Event description:
It was reported that the patient was experiencing numbness and pain in the leg. It was believed that this was due to the initial placement of the lead wherein they were anterior in needle at entry and then went posterior. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively. Nothing was explanted.